Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The insulin pump had a protruded and loose drive support disk, cracked end cap, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the drive support cap is missing. The blood glucose reading is 344 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.